Event description:
The handheld, flashcard and programming wand were received for analysis. Analysis of the wand was completed on 01/26/2015. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Analysis of the handheld was completed on 02/03/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 02/03/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The physician reported that he was unable to interrogate a patient although the handheld worked on a previous patient. Troubleshooting determined that the handheld caused the failure to interrogate. The physician was provided a new programming computer. The handheld is expected to be returned for analysis, but has not been received to date.